Manufacturer narrative:
This lead will not be returned for analysis and remains implanted. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that at the end of a device replacement procedure out of range shocking impedances were noted when connecting the new device to the existing right ventricular (rv) lead. Shocking impedances were measured with a pacing system analyzer (psa) which showed out of range impedances of the proximal coil. The device was reconnected to the lead excluding the proximal coil. The shocking impedances then appeared to be within normal range. No adverse patient effects were reported following the procedure.